Event description:
In 2001 (exact date unknown), patient underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. A five months post-op patient presented with 20 mm conjunctival melt over ocu-guard wrap; orbital implant was then removed. Patient post-op status: no implant in eye socket.